Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported after using bd vacutainer® pst¿ gel and lithium heparinn 56 units erroneous results (elevated po2) were seen in an unspecified number of samples. No adverse impact was reported regarding the patient or user.

Event description:
It was reported after using bd vacutainer® pst¿ gel and lithium "heparin" 56 units erroneous results (elevated po2) were seen in an unspecified number of samples. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd had not received any samples for investigation. The device history records could not be reviewed as the lot number is unknown. Bd was unable to duplicate or confirm the customer¿s indicated failure mode (erroneous results-po2) because the lot number is unknown. The affected lot(s) must be specified in order to perform clinical testing. This complaint is unconfirmed for erroneous results-po2. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.